Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 1.1; lab: 4.0; mean: 2.55; confidence-limits: 1.7-3.8. *4.0 inr is utilized for calculation of the purpose of comparison test. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Previous strip investigation on strip lot 216970 (performed for a previous complaint) revealed no discrepant results on referenced meter or in-house meters. No further investigation is required. No product is expected to be returned. No corrective action required at this time as product deficiency was not established. As of 10/01/2009, 3 discrepant results complaints were reported for lot #216970 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the acton thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 1.1; lab: >4.0.